Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was defect in each reservoir in every box and the connector to which the reservoir is to be attached was coming off or had leaks. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.